Event description:
Report received from (B)(6) stating that the device does not function. Device not used in surgery. It is unk that injuries or medical intervention occurred. No add'l info is available.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent.